Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4). Depuy synthes has been informed that the lot number is not available. If additional information is received, d follow-up medwatch will be filed as appropriate.

Event description:
During implantation, it was noticed that both of the sigma fb tibial impactors in the set were cracked.

Manufacturer narrative:
Examination of the submitted impactor confirmed the device has fractured along the initiation slot that connects with the universal handle. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: this complaint is still under investigation. We will notify the FDA of the results of this investigation once it has been completed.